Event description:
It has been reported that an abutment screw has fractured inside the implant. The surgeon then had to remove both the implant and the abutment and screw. Pt injury has not been reported.